Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The receiver was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. The reported issue could not be reproduced with the returned receiver. The returned unit failed functional testing, however it was due to the incompatibility with the firmware with the test station. Receiver download was performed and did not observed the reported complaint. Pairing test was performed and passed with no deficiency. The customer complaint of loss of loss of connection was not confirmed. The root cause could not be determined post investigation.